Event description:
It was reported that the patient's implantable cardioverter defibrillator was inappropriately in back-up operation. No further information was received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was inappropriately in back-up operation. The patient was in stable condition. Further information was requested however, was not provided.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced.

Manufacturer narrative:
The reported event of backup operation was not confirmed. Final analysis found the device exhibited no anomalies. Normal device function was verified.